Manufacturer narrative:
This report is submitted on june 24, 2022.

Event description:
Per the clinic, the patient experienced an infection at the scalp of the implant site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on 31 oct 2022.